Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected.

Event description:
It was reported that on admission the patient's sacral area was slightly red, but not broken. On (B)(6), it appeared to be more bruised. A non-convatec product was applied. The sister on the evening shift on friday applied a duoderm extra thin 15cm x 15cm. And instructed that it should remain in place for 5 days. At the time of application it was documented that there were 2 small superficial grazes to the area and there was little exudate. The dressing remained in place over the weekend; however, on monday when the caregivers were getting the patient washed, it was noted that the dressing had rucked and rolled right up. The patient complained of some discomfort to the area. It was reported that the rolled-up dressing was removed as carefully as possible, and that they also attempted to irrigate the product off, but skin stripping occurred and the patient now has a number of small superficial wounds as well as the initial two wounds. Use of appropriate dressing size and choice discussed.